Event description:
Medtronic received a report that a dense mesh stent was implanted for a left vertebral artery aneurysm. The distal anchor point diameter was 2.8 mm, and the proximal landing point vessel diameter was 3.2 mm. A ped2-350-25 (b609662) dense mesh stent was selected for implantation. A 6f delivery catheter and a 6f115 navien were used for access. The phenom27 stent catheter was advanced over the guidewire to the p1 segment and the guidewire was withdrawn. The stent was unpacked and hydrated with high-pressure infusion until 5 drops of water were deployed. The delivery sheath was then pressed against the phenom27 hub port. The stent was delivered to the p1 segment catheter. After come out the tip, the tip was then opened. The stent tip was abnormally opened, so the y-valve was locked and pulled back to the basilar artery. After anchoring, the stent tip was further deployed under fluoroscopy. Fluoroscopic observation of stent adhesion revealed that the stent still did not open properly. The y-valve was locked and repeated push-pull maneuvers did not improve the stent adhesion. Concerning possible product quality issues with the stent itself, replacement was considered. A ped2-325-30 (b602410) dense mesh stent was selected for implantation. After full hydration, the dense mesh stent was delivered, and the tip was successful opening at the p1 segment and subsequent withdrawal, the stent was deployed after anchoring. During the deployme nt process, good stent deployment and adherence were observed under fluoroscopy. Before deployment to the recovery imaging point, a final angiography was performed to confirm the stent tip's anchoring position, deployment, and adherence were good. Then, the stent was deployed for the final time. A final angiography was performed to confirm overall stent deployment and adherence. The microcatheter was then passed through the stent and the delivery system was retrieved. The microguidewire tip was shaped and guidewire massaged. The microguidewire tip was shaped and massaged. After anteroposterior and lateral angiography, good distal and proximal anchoring distances and adherence of the stent were confirmed. The surgery was concluded successfully. There was failure to open in the distal section of the pipeline. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was used for an approved (on-label) indication. The patient is alive with no injury. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left vertebral artery aneurysm. The landing zone was 2.8mm distally and 3.2mm proximally. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure was normal blood flow in the parent artery and distal vessels.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open was not determined. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex w/ shield device was returned for analysis within a shipping box, within an unsealed plastic biohazard pouch and within an opened pipeline flex w/ shield inner pouch. The pipeline flex w/ shield pusher returned further within a dispenser coil and within an introducer sheath. The already detached braid returned within the same inner pouch. The phenom-27 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the pipeline flex w/ shield hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the resheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Both ends of the already detached braid were found fully opened, damaged, and frayed (figures c d). Testing/analysis: n/a conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed through device analysis as both braid ends were returned fully opened. Possible causes of failure to open during the procedure include, but not limited to, patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged/frayed, potentially contributing towards the failure to open. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheath and dispenser coil. Customer reported all devices were prepared per IFU, pipeline was not placed in a vessel bend, less than 50% of the braid was deployed, and patient vessel tortuosity as minimal. Therefore, the likely cause could not be determined. As the phenom-27 micro catheter used in the event was not returned for analysis, any contribution of the phenom-27 micro catheter to the fail ure could not be determined. The phenom-27 micro catheter is compatible for use with the pipeline flex w/ shield. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.